Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that a prior ins the patient had "went bad" and so would not hold a charge and took a long time to charge. The patient reported having the ins checked, and it was reported the ins was replaced. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.